Event description:
It was reported that the external pulse generator (epg) would not continue to pace when the battery was removed. The biomedical engineer got the device back from the floor and the device was tested fine. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).